Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test and active current test. Hardware low-level failures confirmed in pump history with variable (03) due to broken trace at keypad assembly (pin 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. No unexpected software error detected alarms noted during testing however, the formatted history file confirmed software error detected alarm (line number 3508 file number 26) due to a software error. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump had insulin pump error and software error detected. Customer's blood glucose level was 250 mg/dl. Customer reports they were able to clear the alarm. Customer states they were able to rewind the insulin pump. Customer also reported that self test was performed and it was failed. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.